Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump programmed and delivered a 9-unit bolus into her without user input. The patient's blood glucose at the time of incident is unknown; however, at the time of call her blood glucose was 107 mg/dl. Troubleshooting did not occur. It is unknown if the auto mode feature was active and automatically adjusting insulin delivery during the incident. The insulin pump will be returned for analysis.